Manufacturer narrative:
Additional information was received that lead fracture was confirmed through x-ray.

Event description:
A report was received that the patient got shocked when using the stimulation. It was noted that one of the leads had a fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced as it was no longer sitting correctly. The physician did not suspect malfunction with the leads. The physician believed that something might have happened with the lead when the patient had a non-device related back surgery. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient got shocked when using the stimulation. It was noted that one of the leads had a fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient got shocked when using the stimulation. It was noted that one of the leads had a fracture. The patient will undergo a revision procedure.